Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had pain at the pocket site with battery flipped. There were no falls or change in weight. An impedance check was performed with no issues. There were no issues with current programming. The battery site was tender to palpation. A pocket revision was performed (B)(6) 2018. The patient reported no issues with scs therapy and continued to get good coverage. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.